Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. The customer reset the pump and resumed insulin therapy successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.